Manufacturer narrative:
Failure analysis (fa) lab received a avea pcba control board. An investigation was performed and the reported issue was duplicated. The problem was isolated to a bad boot loader.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "No pt involvement. Uim [user interface module] touch screen stays dark intermittently on start up. Vent does boot up, uim leds on side light up".

Manufacturer narrative:
The carefusion tech support specialist in conjunction with the customer identified faulty user interface module as the most likely cause in this alleged event. The customer was shipped a replacement user interface module to repair the device and return it back into service. The alleged faulty user interface module was received by carefusion on 02/10/2015, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete a follow-up medwatch report will be submitted.